Manufacturer narrative:
The service engineer (se) inspected the device. The se replaced the front bezel to address the reported issue. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.

Manufacturer narrative:
There was no patient involvement.

Event description:
It was reported that the ventilators navigation ring was not working. Reportedly, settings can be changed via the touchscreen. There was no patient involvement.